Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed shunt was located in the severely tortuous and moderately calcified vessel. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm after several seconds. The balloon was simply removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.